Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was offline. A technical support specialist unable to find problem and confirmed that issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a device was offline.the customer reported that there was a delay in dispensing medication to the patients.there were no adverse events or injuries reported based on this event.